Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. No pt or staff injury was reported.

Event description:
The customer reported that the 8800 system intermittently did not have an image when the foot switch was used. No pt injury was reported.